Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant lesion in the sigmoid colon. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician deployed the stent but noted that the proximal end of the stent had not fully expanded. The physician used forceps to pull the retrieval loop at the proximal end of stent to relieve tension and expand the stent. The proximal end of the stent was able to expand and the procedure was completed with this device. The following day, on (B)(6) 2013, the physician noted that the stent had expanded but some fecal matter was occluding the stent. It was reported that the size of the fecal matter contributed to the occlusion and was not due to the stent. The physician did not plan to perform any additional intervention. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.